Manufacturer narrative:
Strips were documented as received in (B)(6). The lot number was not known at that time. The product was shipped to the investigation unit for investigation. They did not document the receipt of the strips. It is unknown at this time if the strips were lost or documented to be received in error.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer received the results of 50 mg/dl and 200 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.